Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the lead helix failed to extend after multiple turns and parameters were fluctuating. The lead was not used and was replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Visual examination found procedural damage to the connector boot from the connector pin. X-ray examination found the inner coil was over torqued in the connector region consistent with procedural damage. After cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The cause of the reported event was isolated to the helix being clogged with blood/ tissue and over torqued of the inner coil. Electrical test was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.